Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled. There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on october 19, 2025. Technical services (ts) was consulted, and upon review it was noted that the device data revealed this is a false positive remote monitoring disabled due to magnet exposure. It is confirmed the device remains functional without radio frequency (rf) communication, the device therapy and full inductive (wand) communication are available. The device replacement is not recommended. No adverse patient effects were reported. The device remains in service.